Event description:
A medtronic representative reported a navigation system camera fault light that was on at boot-up. The camera showed black status in the software. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that at power-up, the amber fault was not on, but shortly afterward during testing, the fault light came on. The psu passed an aak test at .27 mm. Electrical failure, system fault code; illuminator current out of range, directly caused the event.